Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned product was patent. The device did not meet the requirements for leak testing as there was a disconnection at the y site sampling port. It is unknown how the damage occurred. Proteinaceous debris and adhesive were noted at the connection. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that leakage was observed on the y site of a becker iii edm system and it was discovered that there was a disconnection on the y site sampling port.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4)